Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 29-jan-2014, UDI#: (B)(4). Product ID: 3777-45, serial/lot #: (B)(4), ubd: 29-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient recently had a battery exchange due to end of life. The manufacturer representative met up with the patient at her managing physician's office for her post op on (B)(6) 2020. The patient stated that she absolutely loves it and is getting great pain coverage. The manufacturer representative noticed a poor impedance check revealed electrode 0 and 8 to avoid and electrode 1 out with a red x. The manufacturer representative looked at all of her programs and none of them were utilizing those electrodes. The patient did not take any falls that could have led to this. The surgeon is aware. Nothing further to report at this time. Surgical intervention was not planned or performed at the time of the report.